Manufacturer narrative:
The field service engineer (fse) discovered a burnt transistor on the stepper motor driver printed circuit board (pcb) which caused the burning odor. The fse replaced the stepper motor driver pcb and resolved the reported issues. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the burnt stepper motor driver pcb. A definitive root cause is unknown. (B)(4).

Event description:
The affiliate stated the customer reported a pipettor motion error and an electrical burning odor upon re-initialization of the instrument involving the access 2 immunoassay system. There was no smoke or fire reported at the time of the event. The customer noted the instrument was in not ready mode. The customer attempted to initialize the instrument but the system generated rv (reaction vessel) cleanout errors and additional pipettor motion errors. Beckman coulter advised the customer to home all devices and initialize the system but additional pipettor motion errors occurred. The customer stated the burning odor dissipated. There was no operator injury or adverse effect associated with this event. Patient results were not impacted as sample analyses were not performed at the time of the event. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.